Event description:
Pt had laceration repaired with 3m stapler. When pt returned to have stapler removed, it twisted and contorted; resulting in reopening of laceration and need to resuture. Review and resimulation indicated that the staple probably twisted while the remover was applied.